Manufacturer narrative:
(B)(4). D10. 36mm i.d. Size f neutral liner item# 20103606 lot# 65223950; g7 osseoti 4 hole shell 56mm f item# 110010246 lot # 7132248. G2. Report source: sweden. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a scheduled follow-up visit for a clinical study, one patient reported severe hip pain in contralateral hip approximately 1 year post-implantation. Diligence is complete and additional information on the reported event is unavailable at this time.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.